Manufacturer narrative:
G4: 20apr2020 b4: (B)(6)2020. Per the biomedical engineer, the touchscreen was replaced and the unit is now working fine. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/10/2020.

Event description:
The biomed is reporting the touchscreen will not pass calibration. The customer contacted product support and recommended replacing the touchscreen. It is unknown if the unit was in use on a patient. There was no patient or user harm reported.

Manufacturer narrative:
G4: 19apr2020. B4: 20apr2020. The biomed (bio medical engineer) stated that the unit was not in use on patient. Several attempts were made to contact the customer, but no further information received regarding the repair of this unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.